Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 7 x 30 stent implanted in the carotid artery target lesion. During the procedure, the physician had placed an unknown 5 mm angioguard embolic protection device successfully across the target lesion, but was not able to get the basket to open. The angioguard was successfully removed from the patient and another 5 mm angioguard device was used to successfully complete the procedure. The patient had no reported neurological deficit reported upon leaving the angiography suite. There were no additional device deviations, procedural complication, or adverse events reported prior to discharge. The patient was discharged the day after the procedure. The patient was asymptomatic for the index procedure. The target lesion was reported to be: an 80% stenosis, 10 mm length, and 5.0 mm reference diameter. The residual stenosis was 15%. Addendum: additional information received. The adjudication minutes were reviewed and indicated that twenty-eight days after the index procedure the patient experienced sub acute stent thrombosis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. The adjudication notes that the patient experienced a sub-acute stent thrombosis (24-30 days post-procedure), related to procedure and device. The event occurred 28 days after the index procedure. The report received from the (B)(6) study indicated that the patient was enrolled in the study and had a precise 7 x 30 stent implanted in the carotid artery target lesion. During the procedure, the physician had placed an unknown 5 mm angioguard embolic protection device successfully across the target lesion but was not able to get the basket to open. The angioguard was successfully removed from the patient and another 5 mm angioguard device was used to successfully complete the procedure. The patient had no reported neurological deficit reported upon leaving the angiography suite. There were no additional device deviations, procedural complication, or adverse events reported prior to discharge. The patient was discharged the day after the procedure. The patient was asymptomatic for the index procedure. The target lesion was reported to be: an 80% stenosis, 10 mm length, and 5.0 mm reference diameter. The residual stenosis was 15%. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14147002 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.